Event description:
The pt reported experiencing elevated blood glucose of up to 551 mg/dl, due to the infusion set tubing separating from the luer connection. The pt also reported at times the infusion set cannula is bent. The pt changed the infusion set and bolused through the infusion device to lower blood glucose. The pt's normal blood glucose level is 150 mg/dl. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report. No product will be returned for eval.